Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 47 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer drank juice and consumed glucose tablets to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.